Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") and embedded device ("adhering to my organ") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required) and scar ("scar tissue everywhere"). The patient was treated with surgery (she underwent hysto) and surgery (she underwent hysto). Essure was removed. At the time of the report, the device dislocation, embedded device and scar outcome was unknown. The reporter considered device dislocation, embedded device and scar to be related to essure. The reporter commented: the hysto was only option to get them and the fibers out completely. She kept ovaries so no early meno pause. Cross referenced with plaintiff case number : (B)(4). Concerning the injuries reported in this case, the following one was reported via social media: device dislocation, embedded device, scar incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration / perforation') and embedded device ('adhering to my organ') in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included milk allergy. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), scar ("scar tissue everywhere"), pelvic pain ("all the time, especially on the right side"), somnolence ("groggy"), fibrocystic breast disease ("fibroids"), fibromyalgia ("fibromyalgia"), orgasm abnormal ("sharp pain only during an orgasm/I did") and noninfective oophoritis ("inflammation trying to heal object sticking out my tube"). The patient was treated with surgery (she underwent hysto). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, embedded device, scar, somnolence, fibrocystic breast disease and fibromyalgia outcome was unknown, the pelvic pain was resolving and the orgasm abnormal had resolved. The reporter considered embedded device, fibrocystic breast disease, fibromyalgia, noninfective oophoritis, orgasm abnormal, pelvic pain, scar, somnolence and uterine perforation to be related to essure. The reporter commented: the hysto was only option to get them and the fibers out completely. She kept ovaries so no early meno pause. Concerning the injuries reported in this case, the following one was reported via social media: device dislocation, embedded device, scar, pelvic pain, somnolence and fibromyalgia, orgasm abnormal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jan-2020: pif received. Product indication, insertion date, removal date added. Event migration was updated to event perforation and coded to uterine perforation. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and embedded device ('adhering to my organ') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), scar ("scar tissue everywhere"), pelvic pain ("all the time, especially on the right side") and somnolence ("groggy"). The patient was treated with surgery (she underwent hysto). Essure was removed. At the time of the report, the device dislocation, embedded device, scar and somnolence outcome was unknown and the pelvic pain was resolving. The reporter considered device dislocation, embedded device, pelvic pain, scar and somnolence to be related to essure. The reporter commented: the hysto was only option to get them and the fibers out completely. She kept ovaries so no early meno pause. Concerning the injuries reported in this case, the following one was reported via social media: device dislocation, embedded device, scar, pelvic pain, somnolence. Most recent follow-up information incorporated above includes: on 10-oct-2019: this record was detected to be a duplicate to record # us-bayer-2019-193258 (social media posting) from which all information was transferred to this case (us-bayer-2018-028617), then duplicate # us-bayer-2019-193258 will be deleted. New event: somnolence ("groggy"). Pelvic pain was resolving. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") and embedded device ("adhering to my organ") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), scar ("scar tissue everywhere") and pelvic pain ("all the time, especially on the right side"). The patient was treated with surgery (she underwent hysto) and surgery (she underwent hysto). Essure was removed. At the time of the report, the device dislocation, embedded device, scar and pelvic pain outcome was unknown. The reporter considered device dislocation, embedded device, pelvic pain and scar to be related to essure. The reporter commented: the hysto was only option to get them and the fibers out completely. She kept ovaries so no early meno pause. Cross referenced with plaintiff case number: (B)(4). Concerning the injuries reported in this case, the following one was reported via social media: device dislocation, embedded device, scar, pelvic pain". Most recent follow-up information incorporated above includes: on 22-oct-2018: event "all the time, especially on the right side" added from social media. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and embedded device ('adhering to my organ') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), scar ("scar tissue everywhere"), pelvic pain ("all the time, especially on the right side"), somnolence ("groggy"), fibrocystic breast disease ("fibroids") and fibromyalgia ("fibromyalgia"). The patient was treated with surgery (she underwent hysto). Essure was removed. At the time of the report, the device dislocation, embedded device, scar, somnolence, fibrocystic breast disease and fibromyalgia outcome was unknown and the pelvic pain was resolving. The reporter considered device dislocation, embedded device, fibrocystic breast disease, fibromyalgia, pelvic pain, scar and somnolence to be related to essure. The reporter commented: the hysto was only option to get them and the fibers out completely. She kept ovaries so no early meno pause. Concerning the injuries reported in this case, the following one was reported via social media: device dislocation, embedded device, scar, pelvic pain, somnolence and fibromyalgia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: new event fibromyalgia updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and embedded device ('adhering to my organ') in a 32-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included milk allergy. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), scar ("scar tissue everywhere"), pelvic pain ("all the time, especially on the right side"), somnolence ("groggy"), fibrocystic breast disease ("fibroids"), fibromyalgia ("fibromyalgia"), orgasm abnormal ("sharp pain only during an orgasm/I did") and noninfective oophoritis ("inflammation trying to heal object sticking out my tube"). The patient was treated with surgery (she underwent hysto). Essure was removed. At the time of the report, the device dislocation, embedded device, scar, somnolence, fibrocystic breast disease and fibromyalgia outcome was unknown, the pelvic pain was resolving and the orgasm abnormal had resolved. The reporter considered device dislocation, embedded device, fibrocystic breast disease, fibromyalgia, noninfective oophoritis, orgasm abnormal, pelvic pain, scar and somnolence to be related to essure. The reporter commented: the hysto was only option to get them and the fibers out completely. She kept ovaries so no early meno pause. Concerning the injuries reported in this case, the following one was reported via social media: device dislocation, embedded device, scar, pelvic pain, somnolence and fibromyalgia, orgasm abnormal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media case. Added event inflammation trying to heal object sticking out my tube. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and embedded device ('adhering to my organ') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), scar ("scar tissue everywhere"), pelvic pain ("all the time, especially on the right side"), somnolence ("groggy") and fibrocystic breast disease ("fibroids"). The patient was treated with surgery (she underwent hysto). Essure was removed. At the time of the report, the device dislocation, embedded device, scar, somnolence and fibrocystic breast disease outcome was unknown and the pelvic pain was resolving. The reporter considered device dislocation, embedded device, fibrocystic breast disease, pelvic pain, scar and somnolence to be related to essure. The reporter commented: the hysto was only option to get them and the fibers out completely. She kept ovaries so no early meno pause. Concerning the injuries reported in this case, the following one was reported via social media: device dislocation, embedded device, scar, pelvic pain, somnolence most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. Reporter's information added. Event: fibroids were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and embedded device ('adhering to my organ') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), scar ("scar tissue everywhere"), pelvic pain ("all the time, especially on the right side"), somnolence ("groggy"), fibrocystic breast disease ("fibroids") and fibromyalgia ("fibromyalgia"). The patient was treated with surgery (she underwent hysto). Essure was removed. At the time of the report, the device dislocation, embedded device, scar, somnolence, fibrocystic breast disease and fibromyalgia outcome was unknown and the pelvic pain was resolving. The reporter considered device dislocation, embedded device, fibrocystic breast disease, fibromyalgia, pelvic pain, scar and somnolence to be related to essure. The reporter commented: the hysto was only option to get them and the fibers out completely. She kept ovaries so no early menopause. Concerning the injuries reported in this case, the following one was reported via social media: device dislocation, embedded device, scar, pelvic pain, somnolence and fibromyalgia. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 15-apr-2020: fu(5) and fu(6) processed together. Quality safety evaluation of ptc on 20-mar-2020: fu(5) and fu(6) processed together. Social media received. Reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and embedded device ('adhering to my organ') in a 32-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), scar ("scar tissue everywhere"), pelvic pain ("all the time, especially on the right side"), somnolence ("groggy"), fibrocystic breast disease ("fibroids"), fibromyalgia ("fibromyalgia") and orgasm abnormal ("sharp pain only during an orgasm/I did"). The patient was treated with surgery (she underwent hysto). Essure was removed. At the time of the report, the device dislocation, embedded device, scar, somnolence, fibrocystic breast disease and fibromyalgia outcome was unknown, the pelvic pain was resolving and the orgasm abnormal had resolved. The reporter considered device dislocation, embedded device, fibrocystic breast disease, fibromyalgia, orgasm abnormal, pelvic pain, scar and somnolence to be related to essure. The reporter commented: the hysto was only option to get them and the fibers out completely. She kept ovaries so no early meno pause. Concerning the injuries reported in this case, the following one was reported via social media: device dislocation, embedded device, scar, pelvic pain, somnolence and fibromyalgia, orgasm abnormal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: event : sharp pain only during an orgasm/I did added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available will be provided in a supplementary report.